Manufacturer narrative:
Lot number - 19d007 and 19d051. Six (6) single-use devices were received for evaluation. Visual inspection revealed fluid inside the bags that contained the devices. When the devices were removed from the bags, the cause of the fluid was found to be an untightened blue winged luer cap. A functional leak test was performed by filling the devices with water and manually tightening the blue winged luer caps. During and after fill, no signs of a leak were observed from the samples. The reported condition was not verified for the six returned devices. The devices were found to be conforming product. A photograph of one sample was also provided for evaluation. Visual inspection revealed a leak inside the bag that contained the device. The leak appeared to be coming from the area of the blue winged luer cap. The reported condition was verified. The cause of the condition was not determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of the reported lots. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
This report summarizes <noe> 11 </noe> malfunction events. It was reported that eleven small volume folfusors leaked prior to patient use. Eight devices leaked from the blue winged luer cap, and three devices leaked from an unspecified location. There was no patient involvement. No additional information is available.